Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This is from conference presentation in (B)(6). It was reported that there was a femoral fracture around the exeter stem after the medical procedure and osteosynthesis was performed.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an unknown exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: exact failure mechanism for the 2 cases with pp-fracture is not possible to establish due to lack of proper information, x-rays would be required to establish individual causes of failure. The incidence of pp-fractures with 2 out of 30 cases is however in proportion to what is generally known from scientific literature on revision surgery. This pr case is not device-related. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. An event regarding periprosthetic fracture involving an unknown exeter stem was reported. The event was not confirmed.

Event description:
This is from conference presentation in (B)(6). It was reported that there was a femoral fracture around the exeter stem after the medical procedure and osteosynthesis was performed.